Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed as the gripper line broke during removal. This could result in leaving the broken portion of the line in the patient and/or the need for additional intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve and the clip grasped the leaflets in the desired position. During gripper line removal, about 20 centimeters was removed and then the line snapped. There was no resistance noted during gripper line removal and no issues noted prior to removal. The gripper line had previously passed all inspection steps. The cds was removed from the steerable guide catheter (sgc). The gripper line was removed from the anatomy, through the sgc. Nothing was noted left in the anatomy. The clip remained implanted in the desired position, reducing the mr to 1+. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. Potential causes for the gripper line break leading to difficulty removing gripper line were considered, including manufacturing anomalies, patient conditions and/or user technique. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The gripper line break leading to difficulty removing gripper line may be influenced by patient morphology/pathology such as vessel tortuosity, a rotated heart or difficulties with the transseptal puncture, which could result in increased tension on the device. Based on the information provided, the patient has rotated heart and a heart transplant. It is possible that the challenging patient anatomy resulted in increased tension on the device such that the gripper line broke, resulting in difficulty removing the gripper line; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).